Manufacturer narrative:
A patient had a lead revision was reported to abbott. An additional lead was added to improve coverage. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the physician added a scs paddle lead to address the patient's expanding pain map.